Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that a complaint had been submitted in january of last year regarding kinking of the drainage tubing. Although confirmation had been received that bd recorded the information, there had been no further follow up, and the issue unfortunately continued to persist. The customer reported that they continued to experience frequent kinking of the drainage tube, specifically at the connection point to the urometer. Nursing staff had implemented multiple workarounds to minimize the issue, such as clipping the tubing to the bed in designated configurations and performing frequent checks. But these measures were only temporary solutions and required ongoing intervention. During the patient's visit late last year, it was reported by the customer that nursing staff had raised this concern. At that time, it had been suggested that the issue might be related to user error. Based on continued occurrences across multiple users and shifts, the customer did not believe the problem was user related. The customer reported that this connection point was where the majority of kinking occurred, creating a potential risk for obstruction of urine flow. Given the associated patient safety implications, the customer requested further review and guidance on how this issue could be addressed.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that a complaint had been submitted in january of last year regarding kinking of the drainage tubing. Although confirmation had been received that bd recorded the information, there had been no further follow up, and the issue unfortunately continued to persist. The customer reported that they continued to experience frequent kinking of the drainage tube, specifically at the connection point to the urometer. Nursing staff had implemented multiple workarounds to minimize the issue, such as clipping the tubing to the bed in designated configurations and performing frequent checks but these measures were only temporary solutions and required ongoing intervention. During the visit late last year, it was reported by the customer that nursing staff had raised this concern. At that time, it had been suggested that the issue might be related to user error. Based on continued occurrences across multiple users and shifts, the customer did not believe the problem was user related. The customer reported that this connection point was where the majority of kinking occurred, creating a potential risk for obstruction of urine flow. Given the associated patient safety implications, the customer requested further review and guidance on how this issue could be addressed.